Event description:
It was reported to boston scientific corp in 2008 that a one step button initial placement (male pt; weight unk). According to the complainant, at the time of the device placement, the physician confirmed that the button was properly placed and that the spacing between the external bumper and the skin was proper. And, a functional check of the device revealed no anomalies. On four days earlier, the pt started receiving nutritional supplement through the feeding device. On two days prior to original date, the pt complained of a stomach ache; surgery was performed, however, the pt passed away on the day prior to original date. According to the complainant, the physician assumed the internal bumper migrated into the abdominal cavity and peritonitis developed by the nutritional supplement administration. Neither an autopsy report nor autopsy results were available. According to the physician, the cause of death was possibly attributed to peritonitis.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. The relationship between the device and the event is undetermined.